Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier driver required an update to es lumidigm v9.6.41540 shim. Followed the 1.11 upgrade, the station had experienced bio-ID issues, where users must attempt fingerprint authentication 3-4 times before the scanner responded without blacked out. The bio-ID was slow, intermittently flashes, and failed to consistently read fingerprints. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio-ID) driver needs to be updated. The technical support specialist (tss) deployed package 10000454953-00 es lumidigm bio ID 9.6.41540 update package v1.3.0 (build 13), validated the bio ID sensor drivers, confirmed the lumidvcsvc service and senginecore.exe were running, and rebooted the station into application mode. The system functioned as intended after the technical support specialist (tss) resolved the issue.